Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture and was found to have an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product involved in the event was evaluated. Electrical tests were performed. The full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.